Event description:
It was reported that the lead integrity alert triggered due to high impedance and oversensing on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012. Weekly pace lead impedance trend data shows a gradual increase for min and max rv pace = 656 to 1328 ohms range between (B)(6) 2011 and (B)(6) 2012.